Event description:
Pt called lfs alleging that the meter would not turn off. Customer service had pt remove the test strip from the meter and press m button and meter still does not turn off, pt cannot obtain a test result, which may lead to delay in treatment or treatment in the absence of a glucose value. Customer service was unable to resolve the issue and sent pt a new meter.